Event description:
I have used artefille since (B)(6) 2008. The last time I used it (B)(6) 2013 grunulomatsus (hard lumps with veins occurred in my face around my chin and mouth). Quantity: 2 vials. How was it take or used? By injection. Wrinkles in nasal labia folds and around mouth.